Event description:
Concomitant device: unknown screw (part#: unknown, lot#: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part#: 03.130.010, synthes lot#: h842846, supplier lot#: h842846, release to warehouse date: 11 oct 2019, supplier: (B)(4), no ncr's were generated, during production. Review of the device history record(s) showed, that there were no issues, during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (part #: 03.130.010, lot #: (B)(4)) was received at us customer quality (cq). Upon visual inspection, it was observed, that the distal cutting profile tip was stripped. No other issues were identified with the returned device. Can the complaint be replicated with the returned device(s)? Unable to perform. Functional test: the functional test was not performed, as the mating devices were not returned at us cq; dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted, due to post-manufacturing deformation of the tip; document/specification review: the following drawing, reflecting the manufactured. And current revisions were reviewed. Stardrive screwdriver shaft t4, self retaining hex coupling. Complaint confirmed? Yes; investigation conclusion: the complaint condition is confirmed, for the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (part #: 03.130.010, lot #: (B)(4)). As the distal tip was observed, to be stripped. The stripped condition of the distal tip could have resulted, in the device interaction issue. No definitive root-cause can be determined, based on the provided information. There was no indication, that a design or manufacturing issue contributed to the complaint. No design issues were observed, during the document/specification review. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, one stardrive screwdriver shaft would not retain the screws and a second screwdriver was twisted. There was no patient involvement. There is no further information available. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 2 for (B)(4).